Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) died twice during patient transport. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "short battery runtime" is not confirmed. The returned battery passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) died twice during patient transport. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.